Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500-600 mg/dl. Customer had symptoms such as being anxious. The customer also stated blood glucose of 122 mg/dl and sensor glucose of 61 mg/dl. The customer was advised to monitor blood glucose.